Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the recharging problem has not been resolved. No surgical intervention is planned at this time per physician. He wants to wait several weeks to see if it improves once the battery has started to scar into the pocket. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient's implantable neurostimulator (ins) was moving around in the pocket after falling in their bathtub and landing on the device. They were having trouble recharging as the recharging unit would not make good contact with the ins. They had to lay in the fetal position in order to get the ins to stick out enough to make good contact. The impedance check showed that all contacts were within the normal limit. The patient reported their stimulation was working fine and covering all pain areas. The patient will be speaking to their neurosurgeon to determine if surgical intervention is needed. No symptoms or further complications reported.